Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting pacing impedance measurements between 600 and 2000 ohms. The device had recently been changed out two weeks prior where a lot of scar tissue and adhesions in the pocket area were noted. It was suspected that the lead was damaged at the change-out procedure. A revision took place and the rv was surgically abandoned. A new rv lead was successfully implanted. To date, there have been no adverse patient effects reported. Additional information became available that this device was explanted and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.